Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to the power intermittent was verified. The battery communications board was replaced to remedy the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.